Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter with wings packaging seal was damaged and had come off before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(4) to english: "a department again reports a rupture of sterility on autoguard catheters of references 381944 and 381934. The paper wrapping that was supposed to maintain sterility has come off in the peel-off area."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples received for inspection. Bd received two partially opened unused units. Upon inspection of the unit peeling of the packaging has occurred at the ends. On both packages a continuous trace of adhesive can be observed on the bottom web. Indicating that a seal was present. The width of the seal was measured on both units and was found to be within the specification. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect relating to the raw material. A device history record review was performed on this lot number. A corrective action project, CAPA#48637, was implemented to address the issue of inadequate sealing of packages.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter with wings packaging seal was damaged and had come off before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "a department again reports a rupture of sterility on autoguard catheters of references 381944 and 381934. The paper wrapping that was supposed to maintain sterility has come off in the peel-off area."